Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. Bends were present along the pusher assembly approximately 12.0 cm, 32.0 cm, 37.0 cm, 46.0 cm, 61.0 cm, 67.0 cm, 78.0 cm and 120.0 cm from the proximal end. The embolization coil had offset coil winds on its proximal end and was intact with the pusher assembly distal detachment tip (ddt). Conclusion: evaluation of the returned smart coil revealed offset coil winds. If the introducer sheath is not aligned properly within the hub of the parent catheter, resistance may be experienced while advancing. If the smart coil is forcefully advanced against resistance, damage such as offset coil winds may occur. The offset coil winds likely contributed to the inability to advance the coil through the microcatheter. Further evaluation revealed bends along the length of the pusher assembly. The bends are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician placed eight non-penumbra coils and four smart coils in the target vessel using a non-penumbra microcatheter. While attempting to insert a new smart coil into the microcatheter, the physician experienced resistance at the hub of the microcatheter and the smart coil would not advance further; therefore, it was removed. The complaint was completed using a new smart coil, two other coils and the same microcatheter. There was no report of an adverse effect to the patient.